Event description:
I had the essure procedure done almost a year ago. For the first month and a half, I bled. Went and did my confirmation test, which during the procedure I passed out. The test came back confirmed (my tubes was blocked). I've notice since my essure was done. I've had many side effects. Weight gain that I can't lose, heart palpitations, anxiety, break outs of pimples, facial hair growth, headache, and the worse-cramping. My cramping almost feels like my insides are falling out. No otc meds will help with the pain. I just want to sit my cry. I feel as though my coils are ripping through my entire body.